Event description:
It was reported that during a surgical procedure, the pump had shut down. The pump was restarted and the procedure was completed successfully. There was some blood leakage into the surgical site, but there was no reported intervention due to this event.

Manufacturer narrative:
The pump was received at the MFR for eval, and the reported condition was confirmed. Based on the investigation details, the likely cause was problems with a bad battery and bladder, which were both replaced.